Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced the lld spring, plunger clamp, compression spring, tip clamp and tip clamp sleeve in the reported problem area of the pipetter assembly. The fse also observed that another tip clamp had a bent prong and replaced the tip clamp and tip clamp sleeve. The instrument was inspected, tested without further problem, and returned to service.